Manufacturer narrative:
Correction: h6.

Manufacturer narrative:
Additional information: b5, h6.

Event description:
New information received notes the right atrial lead had a high pacing impedance and inadequate capture. The dislodgement was found on a x-ray and fluoroscopy during the procedure.

Manufacturer narrative:
The reported events were lead dislodgement, helix could not be extended, low pacing lead impedance and loss of capture. The reported event of helix could not be extended was confirmed while the low pacing lead impedance and loss of capture were not confirmed. As received, a complete lead was returned in one piece. Visual and x-ray examination found the helix was stretched, bent and the inner coil inside the connector region was over torqued consistent with procedural damage. The cause of the reported event of helix could not be extended was isolated to the helix being damaged, and the inner coil over torqued consistent with procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts. All damages found are consistent with procedural damage.

Manufacturer narrative:
Correction: h6.

Event description:
It was reported the patient presented in the hospital post implant. Upon observation it was noted the right atrial lead was dislodged. The lead's helix would not extend during repositioning. The lead was explanted and replaced. The patient was in stable condition.